Event description:
It was reported that the patient was having swelling at midline incision site. It was noted that the physician found a dural tear and have patched it. The physician does not suspect the dural tear was device related. The patient underwent an ipg and lead explant procedure. The explanted ipg and lead will be returned.

Manufacturer narrative:
Sc-821670 (sn: (B)(6)) the returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-1200 (sn: (B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: (B)(4), model: sc-1200, serial: (B)(4), batch: 374344.

Event description:
It was reported that the patient was having swelling at midline incision site. It was noted that the physician found a dural tear and have patched it. The physician does not suspect the dural tear was device related. The patient underwent an ipg and lead explant procedure.